Event description:
It was reported that a precice nail was unable to be distracted intra-operatively, it was removed and replaced.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.